Event description:
No primary stability, complication in site preparation (bone too soft), implant wasn't completely covered by bone, immediate implantation, mobility. Another implant pf 5.0 has been placed successfully.